Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they received discordant, falsely elevated results on na, k and cl. Upon ccc's instruction the customer checked the sample probe alignments, which were found to be low. The customer corrected the small sample containers (ssc) position which went to the bottom of ssc cup. The customer ran a precision testing on na, k, cl and calcium (ca) in replicates of five each, which were within acceptable ranges. The cause of discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated results were obtained for sodium (na), potassium (k) and chloride (cl) on one patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was run in duplicate and resulted lower for the second replicates. The sample was repeated on the same instrument in duplicate, resulting lower than the first replicate of initial results but similar to the second replicate of the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, cl and k results.